Manufacturer narrative:
A follow up report will be submitted on the completion of the investigation into this event.

Event description:
Over six months following surgery the patient experienced an allergic reaction around the hernia area. Doctor gave her some benadryl and the rash seemed to have decreased.

Manufacturer narrative:
Additional information: weight. We are unable to fully investigate this report as no product code or lot number was supplied. Clinical evaluation: c-qur mosaic products are provided sterile and are intended for use in soft tissue deficiencies including hernia repair, chest wall reconstruction, traumatic or surgical wounds and other fascial surgical intervention procedures requiring reinforcement with a supportive material. Rash is not a specific diagnosis. Instead it means skin inflammation and discoloration that changes the way the skin looks. A rash can have many causes and occurs in many forms. It usually involves an itchy rash on swollen, reddened skin. A rash is a common condition that's not contagious and usually isn't life-threatening. The instructions for use (IFU) state complications may occur with the use of any surgical mesh and include, but are not limited to, inflammation and infection. A skin reaction may be due to an introduction of bacteria or even environmental factors.